Event description:
A (B)(6), male, pt, contacted zoll customer support to report check therapy pad alarms. The pt was issued a replacement electrode.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon eval, there was a broken pulse wire inside the cable connecting the distribution node (dn) to ECG electrode b. The cause of the check belt alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.